Event description:
In recent months here at our hospital, the biomedical engineering team has noted a number of failures with our b.braun outlook 400es infusion pumps. The usual symptom we have discovered is the pumps will not power on due to non-operations and/or device lock up (either while on or while off). The secondary symptom is the drug list may disappear from the pumps. Through many hours of troubleshooting and sending a small sample to b. Braun's service department in texas, we have determined the pump failure is due to a faulty network card. To date we have replaced 20-30 of these cards in our fleet of 469 pumps and the number of failures continues to grow. Fast forward to my concerns with this particular issue: cost to our hospital when the parts are failing in clumps and in a time sensitive, predictive manner. In research, a safety alert was posted on the FDA medwatch site on 2/1/2011 for symptoms that seem eerily similar. The parts are on a backorder consistently; pointing to a higher than expected nationwide demand by hospitals like ours. There is no end in sight where I predict our hospital will be changing all cards in the fleet at high economic costs of downtime, parts cost, and technician hours.